Manufacturer narrative:
On (B)(6) 2019 the manufacturer received communication between the physicians involved, professor (B)(6) and professor (B)(6). The physicians have stated they are not aware of any mitroflow device related valve-in-valve events within the specified time period. They reported there was a tavi performed in a perimount valve and that is the only event which occurred. Professor (B)(6): "lk ben nog aan t uitzoeken hoe het zit want de enige valve in valve die we in die periode hebben gedaan was in een perimount." Based on the information received there is no reason to believe there was a complaint involving a livanova product, given the current information available. Given this the manufacturer will proceed with the closure of this case with no further investigation. If the manufacturer receives additional information identifying a relationship between the reported valve-in-valve procedure and a livanova product the manufacturer will reassess the case and perform any necessary investigations. Fields changed: b4, g4, g7, h2, h6.

Manufacturer narrative:
Device evaluated by MFR: not explanted.

Event description:
A patient undergoing aortic valve replacement received a mitroflow aortic bioprosthesis (model unknown). A valve-in-valve was performed in (B)(6) 2018 due to structural valve deterioration.